Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with evidence of a full deployment. Microscope examination was performed, and it was observed that there some hits in the bushing hooks and looked deformed at the middle. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during endoscopic mucosal resection (emr) in the intestinal tract procedure performed on (B)(6) 2021. During preparation, one of the clip arm fell off and could not be used. The procedure was completed with another resolution clip device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that there were some hits found in the bushing hooks and were looked deformed; therefore, this is now an MDR reportable event.